Event description:
The clinician reported that nearly four months after the dental implant was placed, in ada site# 13 of the patient's mouth, failure of implant was observed. The device was forwarded to the manufacturer for investigation. The patient experienced pain at the time of event, no further complications were observed.